Manufacturer narrative:
(B)(4). The device is currently shipping from user facility to (B)(4) for investigation. A follow up report will be provided when the examination results are available. (B)(4).

Event description:
As reported by the user facility: event: over infusion, (infusion cetuximab) rate was 262ml to infuse over 1hr, instead it infused in 40 min. It was verified via pump history that clinician input parameters correctly. The total volume of infusion 262.5ml total volume. No patient injury.